Manufacturer narrative:
The only pt info is that which is on the medwatch form. From the report, the air did not reach the pt, therefore, the pt did not sustain an injury. No medical intervention was reported. On october 12th, 2006 gambro received a medwatch reporting a similar case from the same facility (problem with air in the venous line) for which we submitted an MDR (refer to MDR 9615240-2006-00469). Gambro clinical specialist did a training session the week of may 8th, 2006 for the continual problem the facility was having with the air in blood situations. She reviewed "air in blood" procedure with return demonstrations with several staff members. Other staff talked her through how they do the procedure. She reviewed exactly how the proceudre needs to be done. Some staff were doing it perfect, some varied a little in their technique. Again, she suggested their priming methods to avoid air in blood whenever possible. She also suggested to always (including during prime) keeping the arterial and venous lines at the line. Not above and not below. She also instructed them to do the air in blood procedure exactly how the procedure is written. She suggested they keep a copy of the procedure in the room for guidance.